Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed approximately the week of (B)(6) 2011. High battery impedance which lead to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed approximately the week of (B)(6) 2011. High battery impedance which lead to eri.

Event description:
It was reported that carelink showed a battery voltage of 2.76 v, but review of device data showed the true voltage to be 2.95 v. It was also reported that the device triggered the elective replacement indicator (eri) status. It was later reported that rapid or early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that carelink showed a battery voltage of 2.76 v, but review of device data showed the true voltage to be 2.95 v. It was also reported that the device triggered the elective replacement indicator (eri) status. The device was explanted and replaced. No patient complications have been reported as a result of this event.